Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that she was found unresponsive by paramedics on the morning of the event. Furthermore, the customer stated that the night before the event, she had a low blood glucose level of 46 mg/dl that she brought up to 80 mg/dl. The customer's perceived cause of the event was that after her blood glucose level was higher, she consumed 165 grams of carbohydrates and then bolused 18.9 units of insulin. The customer also stated that there were cracks near the reservoir compartment and the battery cap area. Nothing further was reported.